Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had severe episodes of low blood glucose and the paramedics were called. The events happened during (B)(6), but she did not call to report. It was stated that her blood glucose dropped to the 20s and the paramedics were able to revive her without going to the hospital. It was stated that her doctor advised her to set a temporary basal rate at night if her blood glucose is lower than 250mg/dl before bedtime. No further information was provided.